Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to extrusion of the receiver/stimulator and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced a skin breakdown and skin flap necrosis at the implant site. Subsequently, the patient was placed on a 10 day course of oral antibiotics and topical antibiotics (duration and type not reported) and underwent a revision surgery on (B)(6) 2024, to debride the site.

Event description:
Per the clinic, the patient experienced an infection at the implant site. It was also reported that the patient experienced pain at the magnet site along with an open wound. Additional information has been requested but has not been made available as of the date of this report.